Manufacturer narrative:
The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. The record review revealed no additional information related to the complaint. Therefore, in the absence of device return and analysis the likely root cause could not be established. D2b: additional pro code selection that applies to the indication of this device: nhl, pjs.

Event description:
It was reported that this deep brain stimulation (dbs) patient underwent the replacement of the implantable pulse generator (ipg) due to end of life (eol) message. The ipg will not be returned for analysis. Patient left surgery room with stimulation on and same program settings as explanted battery. Postoperatively the patient was reported to be doing well.